Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One spline twist implant with mtx surface (1982) was returned for investigation. Visual inspection of the as returned product identified signs of wear due to usage. Additionally, there was bone residue around the external threads.measurements were taken using a caliper. Through dimensional analysis and comparison to drawing, it was determined that the product met design specification. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Probable causes for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report, d3: manufacturer, g2: manufacturer's contact office, g4: date received by manufacturer, g7: checked "follow-up", h2: checked follow-up type, h3: changed "no" to "yes", h6: entered evaluation codes, h10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's age: unknown. Device lot number: unknown. Reporter's email: unknown. Additional 510k number: k943604.

Event description:
It was reported that the patient suffered bone loss. As a result, the implant (1982) had to be removed.